Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "unstable image output; no image sometimes". No information about patient involvement available. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: during the inspection the error description provided by the customer "unstable image output; no image sometimes" was not confirmed, but further defects were detected. The device met the test specifications at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the most likely cause of the described fault is wear of the adhesive on the tip of the c-mac blade, which was caused by wear during use and by the reprocessing process. The wear of the adhesive allows liquid to penetrate the blade, which negatively influenced the electronics and caused the light and image to be impaired. The fact that the image is working again is due to the moisture evaporating over time and restoring the image's function. The event is filed under internal karl storz complaint ID: (B)(4).